Event description:
It was reported that the device had unexpected battery longevity and indicated depletion after 3.5 years. It was also noted that the patient had sent 117 remote monitoring transmission over the life of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the battery voltage was 2.61 volts and the device was approaching recommended replacement time (rrt) but had not yet indicated rrt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.